Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, thedentist reported that the implant was immediately installed in analveolus with signs of injury/ infection. In addition, it was seen thatthe dentist has used more drills than recommended to perform the implantinstallation.

Event description:
(B)(4). The dentist reported that 9 days after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type IV) and immediate implant and immediate load procedures were performed.